Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that the patient presented to the emergency room after hearing alert tones. The right ventricular (rv) lead had high superior vena cava (svc) coil impedance, short interval counts (sic), and a possible fracture. The rv lead was turned off and will be replaced. No patient complications have been reported as a result of this event.